Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-operative assessment, after a breast oncology case, the patient presented with a burn. The size, location and degree of the burn is unknown. The patient's burn was treated, however the treatment plan was unknown.